Event description:
Event description: it was reported by the caller, a clinical account specialist, that they were up in the body with a brand new soundstar® catheter and were using tee to go transseptal and "fam was not looking at transseptal", after going transseptal they noticed a pericardial effusion that continued to grow. The caller stated they noticed the effusion on ice and confirmed on ice as well. The caller stated that the physician was using tee at the time, but is not sure if that was also used to confirm the effusion. The caller stated they performed a pericardiocentesis, but were not sure how much blood was drained. The caller stated the effusion was not resolving and they began compressions on the patient. The caller stated the last known status of the patient was that they were still doing compressions on the patient. The caller stated the only bwi product in the body at the time was a soundstar® catheter. The caller added that they were not sure if a cs catheter was in the body at the time and could not confirm that at this time. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".